Event description:
It was reported that tandem mobi pump generated repeated cartridge alarms during cartridge loading, and caller was unable to successfully load a cartridge and resume insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer used backup insulin pump for insulin therapy while technical support instructed removal of cartridge, delivery of test bolus, and loading of new cartridge, and when alarms recurred technical support arranged replacement of pump and original cartridge, provided return and storage instructions, and confirmed that caller would set up pump settings and reconnect continuous glucose monitor on replacement pump.